Manufacturer narrative:
H3: product analysis #(B)(4) : equipment used: vis (m-81805), 203cm ruler (m-83360). Drawing(s) referenced: (B)(4). As found condition: the avigo guidewire was returned for analysis within a shipping box; within an opened avigo outer carton; within an opened avigo inner pouch and within a dispenser coil. Visual inspection/damage location details: no bends or kinks were found with the avigo guidewire. The guidewire was found broken at ~10.0cm from the distal end. No other damages or irregularities were observed. Testing/analysis: the avigo guidewire was sent out for sem (scanning electron micrographic) failure analysis. Per the analysis report: the broken end failed via torsional fatigue with evidence of ratchet marks around the circumferential of the wire and overload at the center. Conclusion: based on the device analysis and reported information, the customer¿s ¿guidewire separation/break¿ report was confirmed. However, the cause could not be determined. The customer reported no resistance was encountered in the micro catheter. As the rebar-18 micro catheter was not returned, any contribution of the rebar-18 micro catheter towards the break could not be determined. The rebar-18 micro catheter is compatible for use with the avigo guidewire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the avigo guidewire broke inside of the rebar 18 microcatheter. The physician did not perceive any resistance to the advancement of the guidewire, but immediately after the guidewire broken inside of the microcatheter, the physician made cautious maneuvers to remove the entire system. Another guidewire was used for the procedure. The patient was undergoing surgery for treatment of a distal middle carotid artery aneurysm. Ancillary devices include a rebar 18 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.